Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting with a 2.5 x 15mm promus in an in-stent restenosis in the mid left anterior descending artery (lad) and a 3.5 x 23mm promus in an in-stent restenosis in the proximal lad. The 3.5 x 23mm promus was deployed at 10 atmospheres for twenty seconds, but required two post-dilatations with a non-compliant, non-abbott balloon in the distal portion of the 3.5 x 23mm promus due to incomplete stent expansion. This resulted in 0% residual stenosis and timi 3 flow. After treatment of the mid lad, the ostium of the first diagonal artery was found to be occluded requiring balloon angioplasty. This resulted in 0% residual stenosis and timi 3 flow. The patient was discharged on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: nc sprinter. Stent: 3.5 x 23mm promus. Other: aspirin, clopidogrel. The 3.5 x 23mm promus is being filed under a separate medwatch report number. There was no reported product deficiency. The reported occlusion (prolapse) is listed in the promus instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Since it was reported that the promus stent was implanted in a re-stenosed lesion, it should be noted that the promus stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported difficulty to deploy. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.